Event description:
It was reported that the patient underwent a hip revision procedure 5 years post-implantation due to dislocation. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10: item name: xlpe 10 deg poly liner 48x32; item number: 00-6310-048-32; lot number: 64561386. Item name: tprlc 133 mp type1 bm so 10.0; item number: 51-116100; lot number: 6537067. Item name: f/m acet shell 48mmod clust ha; item number: 65-6200-048-22; lot number: 62681956. G2: foreign: australia. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k082996 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.